Event description:
Infected tka. Primary procedure was done in 2018. Patient had recently had CABG procedure done and it is believed this could have been the cause of his sepsis. Male 69yrs.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); 343-11-704, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.